Event description:
It was reported that a lap-band port was removed due to a suspected leak. Follow-up will be conducted to gather additional information.

Manufacturer narrative:
Taper ii: allergan has received the product however, the analysis has not been completed at this time. Further information from the reporter regarding the explant date has been requested. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."